Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the therapy connector was damaged and difficult to engage and disengage. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was able to verify the reported issue. The strker fsr replaced the device's therapy connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.